Event description:
A nurse reported that following an intraocular lens (iol) implant procedure, the patient had tass (toxic anterior segment syndrome) on post-operative day one, with inflammation confined to the anterior chamber. Unspecified topical steroids were started and follow up has been scheduled. Additional information has been requested, received and stated tass onset was seen on post-operative day one following surgery on the right eye. Cultures were not performed. Conjunctival inflammation, aqueous cells and aqueous fibrin were present. By post-operative day six, the patient had eye pain, trace corneal edema and scleral redness. Medication adjustments were made, noted potential for surgical intervention of lens rotation due to blurry vision from 031 degree to 180 degree. Inflammation and fibrin were reported to be improving. Intraocular pressure was noted as increased and treated topically with unspecified medication. Additional information was received that the patient had undergone intraocular lens repositioning surgery on post-operative day twenty-nine. The patient was evaluated one day post intraocular lens repositioning surgery and was noted with mild inflammation which was expected to improve and vision was blurry. The patient will be further monitored due to additional surgery for significant findings.

Manufacturer narrative:
A sample device was not returned for analysis. Complaint history and product history record could not be reviewed because the reporting facility did not provide a valid lot number or any identification traceable to the manufacturing documentation. Root cause has not been identified. The manufacturer internal reference number is: (B)(4). H.10 reflects all related report numbers associated with this product event that have been submitted at this time.

Event description:
Additional information indicated that the most recent chart note was from a nine-day postoperative visit following intraocular lens (iol) repositioning. The blurriness had improved, although the vision remained somewhat blurry. However, the general postoperative appearance was good, with no signs of toxic anterior segment syndrome (tass). The patient was advised to return for serial refractions at future visits.

Manufacturer narrative:
Additional information provided in b.5. And h.11. The product was not returned. The listed pikpak was packaged with either lot 16019810 or lot 16019640. It is unknown which lot was used. A product history record review and a non-conformance review of the two potential lot numbers was conducted. No deviations, were identified and all corresponding production release specifications defined in the device master record were met. The root cause for the reported issue cannot be determined. All company cartridges are terminally sterilized with 100% ethylene oxide sterilization. Company manufacturing site uses an overkill sterilization approach, which greatly exceeds the minimum requirements for sterility. Critical parameters for sterilization cycles are recorded and retained for every sterilization load to demonstrate that the acceptance criteria for the sterilization process are met. Information was provide that at the follow-up visit the general postoperative appearance was good with no presence of tass. The manufacturer internal reference number is: (B)(4). H.10 reflects all related report numbers associated with this product event that have been submitted at this time.